Manufacturer narrative:
Concomitant products: product ID 37754, serial # unknown, product type recharger; product ID 37754, serial # unknown, product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were coupling/charging issues and the patient was unable to charge. Telemetry was impossible. It was stated that the patient ¿referred¿ to feel the stimulation correctly, also in the change of position. The last recharge occurred 3 days prior to the report. The battery was stated to be 75% full at that time. An xray confirmed that the stimulator was not flipped. A physician mode recharge (pmr) was completed, but did not work. The physician planned to utilize another recharger the following week. A stimulator/antenna issue was also suspected. It was stated that the patient was hospitalized for the event. It was further reported that a new recharger did not work. The new recharger did work with another stimulator, however. A new antenna was not tried. The antenna locate feature was used a few more times. A revision was planned but the date was not given. Additional information was requested, if received,a follow up report will be sent.

Event description:
Additional information received later reported that the revision was done and new neurostimulator was working normally. It was noted that patient sometimes uses his welding machine which was reported that electromagnetic interference (emi) was suspected to be caused by the welding machine. It was added that patient was receiving effective therapy.it was added that patient status was reported as ¿alive with no injury¿.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found the stimulation neurostimulator had a lock up on the telemetry processor. It was noted the setscrew was tight to the plug and the neurostimulation status was ok. Analysis summary information received reported the neurostimulator did not have telemetry or output when it was received for analysis. It was noted that after one physician mode recharge, it automatically started a normal recharge and charged to full. It was reported that telemetry was restored and the trace report was obtained from the neurostimulator. It was logged that according to the trace report one overdischarge had occurred. It was noted the overdischarge likely occurred after the neurostimulator had been explanted on (B)(6) 2013. It was reported this was based on the fact that it went to the lock mode on (B)(6) 2013 and an overdischarge would not have occurred for at least 21 days after start of lock mode. It was reported that based on the event information, the neurostimulator exhibited symptoms typical of a device that was in a lockup condition caused by emi from a welding machine, meaning no telemetry with stimulation output and inability to recover with a physician mode recharge. It was reported that since that lock up clears after a power on reset(por), the lock up conditions were not observed in the analysis lab. It was reported that after telemetry was restored the neurostimulator passed functional testing. It was logged the neurostimulator was manufactured prior to an update made to the multi-function integrated circuit that mitigated that lockup from occurring.